Event description:
It was reported that the patient experienced difficulty walking, talking, headaches, redness and swelling at the deep brain stimulation (dbs) implantable pulse generator (ipg) implant site. The patient had undergone several wound washouts with cephalexin, bactrim, oxacillin and vancomycin and provided anti-biotics, however infection did not improve. Cultures taken revealed methicillin-sensitive staphylococcus aureus (mssa), however the cause for infection is unknown per the physicians assessment. The patient underwent a procedure where the whole dbs system was removed. Physical analysis of the dbs devices was not performed as they were disposed by the facility. The patient was prescribed anti-biotics did well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: 5001298. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7112775. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7114585.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365db312855b0. Model: db-3128-55b. Serial: (B)(6). Batch: 5001298. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient experienced difficulty walking, talking, headaches, redness and swelling at the deep brain stimulation (dbs) implantable pulse generator (ipg) implant site. The patient had undergone several wound washouts with cephalexin, bactrim, oxacillin and vancomycin and provided anti-biotics, however infection did not improve. Cultures taken revealed methicillin-sensitive staphylococcus aureus (mssa), however the cause for infection is unknown per the physicians assessment. The patient underwent a procedure where the whole dbs system was removed. Physical analysis of the dbs devices was not performed as they were disposed by the facility. The patient was prescribed anti-biotics did well post-operatively. Additional information was received that only the dbs implantable pulse generator (ipg) and lead extension were removed, and the leads remained implanted.